Manufacturer narrative:
H4: device manufacture date: the lot was manufactured from august 18, 2022, to august 19, 2022. H10: a used sample and photographs were provided for evaluation. The used device was partially filled with solution. A visual inspection of the device with the unaided eye was performed and no particulate matter (pm) could be observed in the fluid pathway of the container. A visual inspection along with magnification also could not verify pm in the fluid path of the container. However, based on the observation of the middle and the right side of the photographs, a transparent elongated thin particle was observed. Fill port caps were removed of actual sample with no issue in the connector or the cap area. Therefore, based on the photographs only, the reported condition was verified. The cause of the condition could not be determined, however, possible causes are compounding error, during customer handling, or was inherent to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter last name: (B)(6). E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a string-like particle was observed in a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was identified during visual inspection of the finished product at the compounding facility. There was no patient involvement. No additional information is available.